Event description:
It was reported that a physician contacted technical services (ts) with a trend in an anecdotal data base with model specific right ventricular (rv) gore leads where the shock impedance rose with calcification, but with a successfully delivered 41 joule shock became consistent with daily measurements. Other leads saw a decrease in the delivered shock impedance and daily measurements. Ts discussed details about gore leads and their management in these types of cases. No adverse patient effects were reported.